Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating and staying static for an extended period of time despite being plugged into a power source. Additionally, the pump declared a power source alert when plugged into a wall outlet. Reportedly, the customer plugged the same power supplies (cable and wall adapter) into a different outlet and the power source alert did not recur; however, the battery gauge decreased after the pump was plugged in. During troubleshooting with tandem technical support, the customer was instructed to keep the pump plugged in to the power source for at least 30 minutes. Customer acknowledged. During follow up, the customer reported that the battery gauge had increased, indicating that the device was charging successfully. The customer's blood glucose (bg) level was reportedly within target range. Reportedly, the customer continued to use the pump for insulin therapy, and also indicated that manual injection supplies were available.